Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a patient. It was reported that their pain had subsided. No further complications were reported or anticipated.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care provider and a consumer regarding a patient who was implanted with a neurostimulator for spinal pain and lumbar radiculopathy it was reported that the patient had the system implanted on the day of the report, and that it was implanted for back pain. The patient was experiencing sharp stomach pain and cramping. They were able to adjust the stimulation up and down and turn stimulation off with success. The following day, the patient was still in the hospital from being observed overnight from stimulation implant surgery. The patient is experiencing extreme intense pain along her left side which is the opposite side of where her stimulation implant is located; not by the surgical site. She does have surgical pain by the surgical site, but is not concerned about that pain because it is nonexistent compared to the new pain the patient has. The new pain hurt the day of the surgery, but not as bad as it did the following day. The patient¿s medical history includes having a kidney stone about 3 years prior to the report. The patient inquired if she could have a diagnostic ultrasound because she was experiencing the same and similar pain as back then and thinks the new pain may be a kidney stone. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.